Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad okay button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/13/2013 with the following findings:the keypad was found to be intact. Evaluation revealed that the ok keypad buttons was intermittently responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/ discolored display screen.